Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient was admitted with elevated ldh and flows. It was noted that the patient had complaints of not feeling well at home for approximately a week. The patient's ldh and flows remained elevated despite appropriate anticoagulation therapy. The pump was exchanged due to thrombosis.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.